Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: unknown, information not provided. (B)(4). Device evaluation: the product was not returned to the manufacturing site; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A report was received that a zct150 toric intraocular lens (iol) was explanted from the patient's right (od) eye on (B)(6) 2019 due to blurry vision. The surgeon commented that the patient experienced a refractive surprise, and her visual acuity post-operatively is 20/30 -2. It was also noted that there was no surgical intervention required and the lens will not be returned. No additional information was provided.